Manufacturer narrative:
Distributor name: (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the transducer could not monitor artery pressure. The iab was replaced to continue therapy. Mild sclerosis, calcification, and moderate tortuosity were noted in the patient vessel. No patient injury was reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the transducer could not monitor artery pressure. The iab was replaced to continue therapy. Mild sclerosis, calcification, and moderate tortuosity were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The one-way valve, extender and pressure tubing were also returned. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).